Event description:
It was reported that the patient felt a ¿pop¿ on monday and then little stimulation. The patient denied falling or anything else. It was noted that the patient was just sitting in a chair. It was further noted that there was high impedance of >10,000 ohms. It was noted that the electrodes with the issue were 0-3 on one lead and 5 on the other lead. The product status was implanted and remains in service. Actions required as a result of the event included reprogramming. It was noted that all current groups were using electrode 5. It was noted that the manufacturer representative successfully programmed around the high impedance. It was noted that the patient was receiving effective therapy as of the date of this report. Diagnostics performed included reprogramming and impedance testing. The event occurred during normal use. It was noted that if there was a product issue the issue was not resolved. The cause of the issue was not determined. There was no known cause of the high impedance. Symptoms included less than 50% therapy relief at the lead location. The patient¿s status was alive with no injury. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Product ID: 3888-33 lot# v855431, implanted: (B)(6) 2012, product type: lead. Product ID: 3487a-45, lot# v765576, implanted: (B)(6) 2012, product type: lead. Product ID: 3487a-45, lot# v765576, implanted: (B)(6) 2012, product type: lead. Product ID: 3888-56, lot# v760955, implanted: (B)(6) 2012, product type: lead. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37744, serial# (B)(4), product type: programmer. Patient product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).